Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Visual inspection: the approximator fc inserter (279712590, nw228072 ) was received at us customer quality (cq). The device was received in assembled condition. No other defects were identified on the device. Functional test: the inserter was able to be disassembled from the received assembled condition with a small pull. Complaint replication: no. Complaint confirmed? No. Conclusion: the complaint condition is not confirmed as the inserter was able to be disassembled. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy spine reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, it was noticed that the approximator jammed and the sc screwdriver was stripped. There was no patient consequence. The surgery was successfully completed using another available instrument. There was an unspecified amount of short surgical delay. Concomitant devices reported: approximator fc sleeve (part # 279712580, lot # nw234930, quantity 1); approximator flex-clip (part # 279712570, lot # nw242596, quantity 1); viper universal poly driver (part # 279734000, lot # mi78311, quantity 1). This report is for one (1) approximator fc inserter. This is report 4of 4 for (B)(4).